Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 the right ventricular lead was capped and replaced during a routine generator replacement procedure after high capture threshold on the right ventricular lead had been observed for a long period of time that was noted in clinic and remotely. The patient was stable after the procedure.